Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: (B)(6) 2018, dtbb1qq crtd, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the right ventricular lead high-voltage coil impedance was greater than 200 ohms. During the lead repositioning, the lead would not afix to tissue after four attempts, so the lead was explanted and replaced. It was also reported that the left ventricular lead pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted there is blood in the distal end of the lead and the tip seal, this is considered normal for this model of lead. The lead was able to be passed through a 6248 catheter. If information is provided in the future, a supplemental report will be issued.